Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Type of procedure: lap cholecystectomy. Event description: complaint product family: clip applier, product name: epix clip applier, model number: ca500, lot number: 1495833. The event occurred during treatment of lap cholecystectomy procedure. The surgeon's name was provided on pcf. Clip fired first clip but couldn't reload the next clip. It is unknown if there was any clinical impact to the patient as a result of the event. The user resolved the situation by opening another epix clip applier which worked fine, so more likely, it could be just an individual piece fault. It is unknown if there were any other instruments used when the complaint event occurred. There was no patient injury or illness associated with the complaint event. The patient status is unknown. Additional information was received from field rep via email on 17-jan-2024 confirming that the patient is stable and there was no clinical impact. Patient status: patient is stable. Intervention: they opened another epix clip applier which worked fine, so more likely, it could be just an individual piece fault.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Type of procedure: lap cholecystectomy. Event description: complaint product family: clip applier, product name: epix clip applier, model number: ca500, lot number: 1495833. The event occurred during treatment of lap cholecystectomy procedure. The surgeon's name was provided on pcf. Clip fired first clip but couldn't reload the next clip. It is unknown if there was any clinical impact to the patient as a result of the event. The user resolved the situation by opening another epix clip applier which worked fine, so more likely, it could be just an individual piece fault. It is unknown if there were any other instruments used when the complaint event occurred. There was no patient injury or illness associated with the complaint event. The patient status is unknown. Additional information was received from field rep via email on 17-jan-2024 confirming that the patient is stable and there was no clinical impact. Patient status: patient is stable. Intervention: they opened another epix clip applier which worked fine, so more likely, it could be just an individual piece fault.